Event description:
It was reported that signal loss of over one hour occurred for the wearable with serial number (B)(6). However, data for the wearable with serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the g7 with serial number (B)(6). The product was evaluated. An external visual inspection was performed and passed. Sharelogs were provided. However, the data received reflected the g7 with the serial number (B)(6). A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.